Manufacturer narrative:
H11: additional narrative: echo imagery was provided and reviewed. Per image evaluation, an aortic surgical prosthesis was observed in-situ, with significant thickening (calcification) and restricted cusp mobility. The ncc (non- coronary cusp) and rcc (right coronary cusp) appear immobile, the lcc (left coronary cusp) has significantly reduced mobility. Unable to quantify the exact hemodynamic severity, however color flow mapping demonstrating a mosaic pattern is indicative of high gradients. Device evaluation anticipated, but not yet begun. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy, this 3300tfx25mm valve was explanted from the aortic position after an approximately implant duration of 7 years and 1 month due to severe calcific degeneration leading to severe stenosis (mean gradient of 80mmhg, peak gradient of 116 mmhg, velocity of 5.3 m/s). As reported, the patient was asymptomatic before valve replacement. As reported, high gradients were observed on control echo. A 23mm edwards surgical valve was implanted in replacement. As reported, they had to use a smaller size in replacement because an aortic disjunction was observed at the level of the valsalva sinus and they had to adjust with a suture thread 5.0 reducing the aortic annulus diameter. The patient was noted as to be in stable condition after the procedure.

Manufacturer narrative:
Added information to section d4 (serial number and expiration date), h3, h4, h6 (device code) h3: evaluation summary: customer report of calcific degeneration and stenosis was confirmed. As received valve was cover by a mold or mildew like substance/particulates on both the inflow and outflow aspect. X-ray demonstrated wireform intact, heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets in both inflow and outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 on the inflow aspect and minimal host tissue overgrowth encroached on the tissue and into the orifice on leaflet 2 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Metal band was exposed on the inflow aspect. Sewing ring was cut and not returned. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7-8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Based on the information available, the most likely root cause is patient factors, including an implant duration of greater than 7 years.